Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of sensing, loss of capture, and low out of range pacing impedances less than 200 ohms. Additionally, noise oversensing was observed that resulted in pacing inhibition. The patient was asymptomatic to the loss of pacing and no periods of asystole were recorded. Insulation damage was suspected and was confirmed during a revision procedure to replace the lead. This ra lead was surgically abandoned. No additional adverse patient effects were reported.